Manufacturer narrative:
(B)(4). The customer returned an unraveled guide wire and an introducer needle; both of which show clear evidence of use. Visual examination revealed the guide wire is unraveled from the distal weld. The distal end of the core wire protruding was flat and retained the j shape. Visual examination of the needle hub and cannula did not reveal any damage or anomalies. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld and that the weld was present at the end of the coil wire. Necking of the core wire was observed and both welds appeared full and spherical. Microscopic examination of the needle hub and cannula did not reveal any damage or anomalies. Dimensional inspection - devices within specification. Functional inspection - a lab inventory guide wire (0.035") the same diameter as the guide wire supplied in the kit was passed through the introducer needle with minimal resistance. A manual tug test confirmed the proximal weld is intact. Other remarks: a device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) supplied with this product (k-09907-100a) describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. No manufacturing defects were found during this investigation.

Event description:
The customer reports that during insertion, the guidewire started to unravel. This occurred when attempting to feed the guidewire through the introducer needle. The device was removed and a new kit was used. The procedure was successfully completed. No patient injury.

Manufacturer narrative:
(B)(4). Lot number is unknown. Potential lot# 23f15d0010.

Event description:
The customer reports that during insertion, the guidewire started to unravel. This occurred when attempting to feed the guidewire through the introducer needle. The device was removed and a new kit was used. The procedure was successfully completed. No patient injury.